Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following information has been updated on this form: the device was returned for analysis on july 15, 2021. However, the exact date of explantation was not provided. Therefore, the explant date has been defaulted to the 1st day of the month the device was received july 1, 2021 under field d6b. Is required intervention has been selected under section b; field b2. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent primary breast augmentation with 425cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical and visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 13, 2021, mentor became aware that patient expressed dissatisfaction and unacceptable cosmetic appearance on both sides, and possible right deflation, and underwent bilateral explantation and replacement with serial number (B)(6) on the left side and with serial (B)(6) on the right side on (B)(6), 2021. Hence, field d6b has been correctly updated to (B)(6), 2021 on this form. On august 13, 2021, mentor also became aware that both patient's devices were intact upon removal. Hence, all relevant field have been updated fields h6 on this form. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome this supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 27, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 425cc breast implant was found to have two tears (a and b) on the posterior view and tear b extending to the anterior view, measuring approximately 2.0 cm and 4.6 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in an area of the tears on the posterior and anterior aspect, tear a measuring less than 0.1 cm and tear b measuring approximately 1.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-6655606). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 2, 2021, device re-evaluation was completed as the device was intact upon removal. Per operative report, there was no evidence of leakage in the implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 425cc breast implant was found to have two tears (a and b) on the posterior view and tear b extending to the anterior view, measuring approximately 2.0 cm and 4.6 cm respectively. Microscopic examination was performed on the edges of both tears, and parallel striations were found in an area of the tears on the posterior and anterior aspect, on tear a measuring less than 0.1 cm and on tear b measuring approximately 1.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).